Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. Ventricular capture management trend shows high max rv threshold at greater than or equal to 2.5 volts. Ventricular capture management trend shows unstable min rv threshold ranging from 0.875 to 2.5. Volts. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had increased and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.